Event description:
As reported by patient registry, approximately 5 years and 10 months post implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is due to moderate paravalvular leak (pvl). Per medical record review, the 4 year echocardiogram showed that there is a 23mm s3 tavr valve present with moderate pvl, and a mean gradient of 12 mmhg. The 5-year tee indicates that there is moderate to severe pvl of the bioprosthetic aortic valve. There is no other significant valvopathy. The operative note indicated that the patient presents with moderate-severe bioprosthetic paravalvular aortic regurgitation with associated dyspnea. The patient was evaluated for pvl plugging vs surgical valve replacement and savr was chosen for "longevity purposes,". Under general anesthesia and cardiopulmonary bypass, the patient's 23mm s3 valve was explanted and replaced with a surgical valve.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve was not returned.